Event description:
The reporter indicated that a number of laboratory workers that used this product as part of their personal protective equipment, have been diagnosed by physicians' as having a latex allergy.